Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to program a blood glucose (bg) value of 200 (mg/dl) but accidentally entered the bg value as "20". Reportedly, the customer re-entered the correct bg value of 200 mg/dl, and requested assistance from tandem technical support removing the incorrect entry from the data logs. Tandem technical support educated the customer that the data from the logs are unable to be deleted. Customer understood.